Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed motor test. The device was pump received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
Customer reported a motor error alarm during bolus. The blood glucose reading is 220 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.